Event description:
On 11/20/97 following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The pt tolerated the procedure well and was discharged home. Following this procedure the pt noted significant claudication and tingling of her foot when she walked, and reported numbness in her foot during bedrest. F/u with her physician on 12/12/97 confirmed absent femoral pulses distal to the angio-seal site, and she was therefore scheduled for a femoral arteriogram. An aortogram and evaluation of her iliofemoral and popliteal system noted a segmental defect in her common femoral artery approx. 4 cm long with thrombosis. The pt was taken to surgery where right groin exploration, femoral thrombectomy and an endarterectomy were performed. There was no reported visualization or note of the device during these procedures. Following this procedure the pt's foot was noted to be warm with a bounding posterior tibial pulse. The pt was taken to the recovery room in satisfactory condition and was listed as stable at last report.